Event description:
Philips received a complaint regarding a v60 ventilator that was damaged after being dropped off its stand. A biomedical engineer (bme) inspected the unit and determined that the base had ripped off the stand, necessitating replacements for the central processing unit (cpu) tray cover and the adapter plate thumbwheel screws. Part information was provided to the customer to facilitate ordering. In a good faith effort (gfe) follow-up response received on july 7, 2026, the bme clarified that the damage occurred while the device was on standby in a patient's room when it was pulled from the stand by the patient's bed. The device was reported to be outside of use at the time of the event, and no patient or user harm occurred. The bme confirmed that the damaged parts were successfully replaced, the repair was completed, and a performance verification test (pvt) was passed in accordance with the service manual before the device was returned to service. Based on these findings, the product malfunction was confirmed, with the likely cause determined to be mechanical failure resulting from a user-induced device drop. The investigation concludes that no further action is required at this time, though the complaint file will be reopened if additional information is received